Event description:
The customer reported, the system stopped fluoroing during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, ps2 power supply, and high voltage cable. System operates as intended. This MDR is related to ge healthcare (B) (4).